Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer lost consciousness and woke up in the hospital. Treatment administered could not be recalled by customer. Low bg was resolved; there was no permanent damage. Customer could not recall cause of low bg. There were no alerts or alarms. No issues with pump supplies were identified. Customer did not recall further details of event or hospital admittance/discharge date. Reportedly, event was discussed with a healthcare provider. Customer declined to provide outcome of meeting and declined tandem technical support's offer of assistance.